Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device didn't sync on the first attempt. There was no report of adverse patient impact.

Manufacturer narrative:
One therapy pca, which was replaced as a precaution, was returned for failure analysis. The reported problem could not be verified or duplicated during lab tests. No fault was found with this therapy pca. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.